Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure date? What date did the drainage occur? Please confirm, by drainage did you mean bleeding? What was the volume of blood loss? Were prescription steroids administered? Were antibiotics prescribed? If yes, please provide medication name, route and dose. Can you identify the lot number of the product that was used? What is the most current patient status? Was there an alleged deficiency of monocryl and/or prineo? Please describe. Was there wound dehiscence? Were the dressings removed by patient prior to presenting at follow up? Or by healthcare professional upon follow up. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee replacement on an unknown date in 2022 and topical skin adhesive was used. One to two weeks post op, the patient experienced severe drainage from the incision. Initially the surgeon had closed the top layer with suture and had applied adhesive and mepilex ag as dressing. When the patient presented both dressings were removed and the wound was resealed with another topical skin adhesive. Additional information has been requested.